Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with f-4; this condition had the potential to interrupt delivery. This condition was found in the ER department upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 4 was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. Additional information: the device history review shows pump's datacard has been discarded per doc 20j's retention period. The device has not been previously sent into service for the reported condition of "f-4".

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.